Manufacturer narrative:
The customer's meter was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated there were small white spots on the display of the accu-chek inform ii meter which affected the readability and visibility of the results field of the display. No actual misinterpretation of a result occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Sections d9 and h3 were updated. The customer's meter was returned for investigation. The meter was powered on and evidence of contamination in the form of white spots was observed under the display. The alleged problem was reproduced. The device was disassembled and its electronic compartment was visually inspected. Residues of an invading fluid were observed. The observed contamination/oxidation caused the alleged issue. The investigation determined the issue to be consistent with customer mishandling.